Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the aiming arm instrument does not function properly. Reportedly, the direction of the blade is poor and it is difficult to remove instruments off of the aiming arm. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the aiming arm was analysed for conformance to print specifications as well as the device history record was researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we determine the complained malfunction as normal wear and tear after frequent use. Contact name changed to (B)(6), chu manager. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.